Event description:
The pt presented with a decrease in therapeutic effects. X-rays of the catheter verified the catheter tip was found in a small capsule next to the v-wing anchor (still intact with sutures right outside the intrathecal space). This is the second time for this pt. The catheter was explanted and replaced in 2004. Pt is reported to be doing o.k. Now.